Manufacturer narrative:
Follow-up # 1 (08/06/2013)-product evaluation: the analysis of the data port was completed on 08/02/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The product functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 318pm. It was reported the patient obtained blood glucose results of ¿373, 321 and 62 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with insulin. At that time, the patient reportedly administered her usual dose of humalog insulin (4 units). Immediately after, the reporter claimed the patient felt symptoms of sweating and dizziness. Emergency medical services (ems) was reportedly contacted. The patient obtained a blood glucose result of ¿49 mg/dl¿ with the ems meter. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (08/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/6/2013 and 8/19/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.